Event description:
It was reported that an several occasions, on request of c-arm pivot axis motion using the smart handle - enable and twist left or right motion, the pivot moved at high speed for 3 to 15 degrees with a hug vibration and rapidly stopped. No injury to a pt or operator has been reported.